Manufacturer narrative:
Investigation summary: bd received a photo for investigation. Evaluation of the photo shows that the holder has separated. No retained samples could be inspected, as no lot number was provided. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: separates. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) unspecified bd vacutainer® eclipse¿ needle, the holder separated from the unit. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using one (1) unspecified bd vacutainer® eclipse¿ needle, the holder separated from the unit. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: date received by manufacturer: 09oct2025 - date it was determined that the initial MDR was filed against the incorrect site registration number. This report is a replacement to the original submission under MFR report#: 1024879-2025-01273 on 15sep2025 in order to file against the correct site registration number. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.